Manufacturer narrative:
Related component of device system: model number/ catalog number: 72402970, serial number: n/a, batch/ lot number: 340769019, model/ catalog description: reservoir 65 ml iz.

Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The devious was previously removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced because it would not inflate.